Event description:
It was reported that cardiosave intra aortic balloon pump was continuously alarming. The event circumstance, injury information and patient involvement were not specified.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of the investigation.

Manufacturer narrative:
Updated fields: b4, b5, d9, g1-contact person at mfg site, g3, g6, h2, h6- (type of investigation, investigation findings, investigation conclusion, helath effect- clinical code, health effect impact code) and h11. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the customer called and cancelled the service. Request cancelled as hospital trained biomed completed the service repair. If information is received, the complaint will be reopened and updated.

Event description:
It was reported that cardiosave intra aortic balloon pump was continuously alarming. There was no injury.

Event description:
N/a.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6- type of investigation.